Event description:
Event was reported to caldera medical by an attorney. The patient experienced chronic pelvic and vaginal pain as well as pain during intercourse; vaginal bleeding, urinary and vaginal infections, abnormal bowel movements, persistent urinary incontinence, retention, leakage, and psychological and emotional suffering. No further information has been provided.